Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the treatment of a fusiform 51 mm in diameter and 120 mm in length abdominal aortic aneurysm. At the one year follow up the aneurysm was 51 mm in diameter, at the two year follow up the aneurysm was 54 mm in diameter, at the three year follow up the patient's aneurysm was 60 mm in diameter. It was reported that the patient's aneurysm ruptured. The patient was treated with the placement of stent graft extensions and the event resolved. The patient¿s rupture resolved by implanting a right iliac extension and hypogastric embolization with coils. The investigator assessment states that the event is related to the study device and not to study procedure. A review of an angiography during an intervention 4 years post-implant confirmed that the ipsi limb and extension were implanted into the left common iliac artery, and the contra limb was positioned within the right common iliac artery. A retrograde contrast injection from the distal end of the right limb was performed. No antegrade injection was performed from the proximal end of the devices; therefore, any possible endoleak prior to the intervention could not be confirmed. Contrast was seen outside the stent graft od indicating a possible inadequate distal seal; however a distal type I endoleak could not be confirmed (or ruled out). An endurant aui was implanted into the right limb (not following the IFU), overlapping the limb with the suprarenal stents and 4 covered stents and extending approximately 4 stents into the right external iliac artery. The covered right hypogastric artery was coiled. No endoleak or any other issues were observed. Review of cta¿s 1 month after the intervention were non-contrast; therefore any endoleak or review of the stent graft patency could be assessed and measurements were approximate. The maximum aaa diameter measured 7cm. The proximal aui diameter within the contra limb measured 21mm, and the od of the distal contra limb measured 23mm. The right common iliac artery diameter at the level of the distal contra limb measured 26mm. The distal od of the aui within the right external iliac artery measured 10mm. No stent graft issues were observed. The cause of the reported aneurysm enlargement could not be determined from the images provided. Earlier follow-up images were not available for return. Angiogram¿s during the intervention did not confirm (or rule out) any endoleak prior to the intervention; however no endoleak could be confirmed after the intervention. Cta¿s 1-month post-aui relining showed that there appeared to be minimal stent graft apposition of the distal contra/right limb within the right common iliac artery. It is possible that there may have been a distal type I endoleak from the right limb which may have contributed to the aaa expansion, which was resolved by extending into the right external iliac artery. This may have been due to disease progression; vessel dilatation.